Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture, and low sensing due to a fracture on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, a sensing issue, and a fractured lead were not confirmed. As received, a complete lead was returned for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.